Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The blood glucose was 420 mg/dl at the time of the incident. The current blood glucose was 140 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood event. Customer experienced issue with infusion set. Infusion set had bent cannula. The insulin pump will not be returned for analysis.